Event description:
It was reported that a merlin.net transmission alert showed the device in back up vvi mode. Subsequently when the patient presented to clinic, unstable telemetry was observed and the device could not be fully interrogated. The device was explanted and replaced. The patient condition was good.

Manufacturer narrative:
Evaluation description: the reported field event of backup vvi was confirmed in the laboratory via review of the programmer printouts and was due to a power-on reset. The reported field event of a telemetry anomaly could not be confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported backup vvi and telemetry anomaly could not be determined. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.